Manufacturer narrative:
The impella device was received from the customer and an evaluation is underway. Upon completion, a supplemental MDR will be filed.

Event description:
The user facility reported a 58-year-old female with cardiomyopathy was to be implanted with an impella 5.5 for mechanical circulatory support. The medical staff was having difficulty delivering the impella pump and, after multiple failed attempts and techniques used, they aborted the procedure and pulled the pump out and noticed that a kink had been formed in the cannula just below the motor. Decision made to remove device and attempt second device but the outcome was the same.

Manufacturer narrative:
The investigation into the into the delivery issues- use has been completed since the original report was filed. Returned complaint 5.5 pump visually inspected. Catheter kink near motor housing observed. The root cause of the delivery issue was patient condition related due to calcified vessels condition that kinked the catheter while attempted insertion process.